Event description:
It was reported that pump did not detect cartridge and distributor had no further details at time of notification. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of device, replacement pump was provided, and evaluation showed pump started normally, connected to computer, had no recorded alerts, and successfully loaded cartridge and delivered 5-unit dose, with no additional information received regarding outcome of event.